Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Additionally, it was reported that insulin was not being delivered from the cartridge. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.